Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: returned battery cap and cartridge cap were used to complete the investigation, the keypad rubber is undamaged. All buttons respond properly to presses, the keypad was removed and no contamination or damage was found to the key¿s contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.